Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.